Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the duodenovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. Following field was update d8, d9, g3, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date:(B)(6) 2025. Sampling type: sampling solution instrument / biopsy / suction channel; sampling solution air/ water channel; swab distal end bacterial identification: no findings. The device was returned to olympus for inspection and the reported failure found during investigation was not confirmed. According to the investigation, the device was culture tested positive by the customer; however, the device was tested negative by olympus, therefore the user request is not confirmed. However, additional finding of foreign material or stain on the scope forceps elevator was also found during investigation. The root cause could not be identified. Based on the data provided, customer hygiene microbiological investigation, device inspection report and olympus hmi the case can be only partially assessed. According to the investigation, correlation has been observed between the actual product/ device status and cause of contamination. In general, device damage (e.g. Foreign materials) could be a source of microorganisms. Without complete cleaning, disinfection and sterilization information from the customer, the investigation was unable to correlate any possible lapses in reprocessing regarding the validated procedure described in the IFU with product status. The customer hmi result was not provided. However, after reprocessing the scope oly, the hmi results could not confirm customer findings and were negative. The root cause of issue found during investigation could not be identified. According to the investigation, based on the results of the investigation, it could not conclusively specify the root cause of the foreign material remained in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.